Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to patients discomfort using the device. The physician felt the device was not suitable for the patient and the ipp cylinder, pump, and reservoir was explanted. The patient was stable following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported patient symptom of discomfort is not able to be confirmed through analysis. Analysis of the returned component did not identify any malfunctions or damages. Although analysis did not identify any component malfunctions, the instructions for use (IFU) describes various scenarios which can result in patient discomfort. Technical analysis: the cylinders was returned for analysis to our post market quality assurance laboratory. Visual examination and functional testing did not identify any visual damages and the cylinders performed within all testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. In addition the IFU describes various scenarios which can result in patient discomfort. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to patients discomfort using the device. The physician felt the device was not suitable for the patient and the ipp cylinder, pump, and reservoir was explanted. The patient was stable following the procedure.